Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4).

Event description:
Philips received a report from a customer that the overhead tube is intermittently hard to move. The radiographer was not able to complete the exam. The radiographer claims to have experienced discomfort and pain in the shoulder.